Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the device had a broken tip and cannot be loaded and fire. A new device was used to complete the procedure. There was no patient injury.